Manufacturer narrative:
Operator of device are unknown. The product was returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the pump failed occlusion test. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4) . No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing sticker seal. During functional check, the reported complaint was not duplicated. Performed device's pressure switch test. The pressure switch was activated within device manufacturing specifications. Root cause is unknown. However,downstream occlusion sensor replaced as a precaution.